Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a right -side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination partial of the valve (adhesive failure), observed cracked valve seat diaphragm valve, and observed opening on anterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device.

Event description:
Healthcare professional reported right side "hole, non-specific" via rga. The device has been explanted and replaced.